Event description:
Report received from the USA stating that device was having an issue wit air leak. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).